Event description:
Customer reported experiencing high bgs (pod gave "high" reading). Customer attempted to administer a bolus and when "the pod seemed to not be working", the customer deactivated the pod. Pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.